Event description:
It was reported that the asymptomatic patient presented in-clinic. Loss of capture was noted. The capture threshold had gradually increased since implant. The patients condition is stable. The ICD is for primary prevention and the patient does not require pacing, therefore the patient will be closely monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.